Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to "loose motion" (presumed to be diarrhea). The patient was not hospitalized for the event. The patient was treated for the peritonitis with injection (inj.) Reflin and inj. Fortum (1 gram of each given once a day, routes of administration was not reported). At the time of this report, the patient's fluid (pd effluent) was reported to be "slightly clear", dianeal therapy was ongoing, the peritonitis was resolving, the patient was recovering from the event and was reportedly "doing well". No additional information is available.